Manufacturer narrative:
The ammonia reagent lot number is 88905901 and the expiration date is 31-oct-2026. The lithium reagent lot number is 839646 and the expiration date is 30-sep-2026. The field service engineer (fse) adjusted the reagent probe. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ammonia ii and lithium results for 4 patient samples on a cobas pure c 303 analytical unit. On (B)(6) 2026, sample 1 had an initial lithium result of 1.71 mmol/l. The repeat result was 1.18 mmol/l. The sample was aliquoted into a sample cup and repeated again and the result was 1.21 mmol/l. On (B)(6) 2026, sample 2 had an initial ammonia result of 428 ug/dl. The repeat result was 138 ug/dl. On (B)(6) 2026, sample 3 had an initial lithium result of 1.92 mmol/l. The sample was repeated three times and the results were 1.26 mmol/l, 1.36 mmol/l, and 1.36 mmol/l. On (B)(6) 2026, sample 4 had an initial ammonia result of 109.0 ug/dl. The sample was repeated twice and the results were 47.8 ug/dl and 47.8 ug/dl.